Event description:
It was reported that balloon detachment occurred inside the patient requiring additional intervention. The target lesion was located in the highly calcified superficial femoral artery. A 6.0 x 200, 135cm mustang balloon catheter was selected and advanced. During the procedure, the balloon got detached inside the patient when attempting to withdraw it. The physician tried to use a clover snare to retrieve the balloon from the patient but was unsuccessful. The vessel had to be opened and the balloon was cut down in order to remove it. As the vessel was highly calcified, it was assumed that the device got caught on a stent or a piece of hard plaque that caused the detachment. The procedure was completed with this device, and there were no patient complications reported.

Event description:
It was reported, that balloon detachment occurred inside the patient. Requiring additional intervention. The target lesion was located in the highly calcified superficial femoral artery. A 6.0 x 200, 135cm mustang balloon catheter was selected and advanced. During the procedure, the balloon got detached inside the patient when attempting to withdraw it. The physician tried to use a clover snare to retrieve the balloon from the patient, but was unsuccessful. The vessel had to be opened and the balloon was cut down in order to remove it. As the vessel was highly calcified, it was assumed, that the device got caught on a stent or a piece of hard plaque that caused the detachment. The procedure was completed with this device. And there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. And underwent a visual and tactile examination. A complete balloon circumferential tear was identified, located approximately 5mm distal of the proximal balloon sleeve. The proximal section of balloon material was also torn. Longitudinally beginning approximately 6mm distal of the proximal balloon sleeve. And extending approximately, 25mm distally across the balloon material. The shaft was detached 10mm distal from the proximal balloon sleeve. The inner shaft was severely stretched and accordion. The proximal markerband was also detached from the shaft. No damages were noted, on the tip of the device.